Event description:
Specific user circumstances allowed a quarantine status applied by blood center staff to be inadvertently removed. The quarantine status was overwritten when mobile donor collection data was attempted to be synchronized from a jump drive a second time. Blood center staff apply quarantine status for donated products when review of documents or related info requires further investigation (such as post donation info). Inadvertent release of these units could potentially result in adverse events.

Manufacturer narrative:
Code regression analysis performed, in-vitro testing performed. Software functioned as designed. Root cause determined to be related to selection of incorrect design input. All units associated with issue were reconciled, no death or serious injury occurred as a result of software design issue. A communication was provided to all users to cease re-synchronization of donor info. Analysis of the issue was conducted and it was determined that no other functions were impacted. A software modification was performed, verified and validated. The scope of the testing included the software modification itself, all potentially impacted areas of the software, and other regression tests to ensure that the fix was effective and did not adversely affect the software. The software modification was implemented on (B)(4) 2012. Notification to resume re-synchronization was provided subsequent to implementation and acknowledgement by medical leadership. Currently, the becs system is used only by a single corporate entity. As such, all users affected by issue are currently working with the updated software application. All blood products impacted by this issue have either been withdrawn and/or appropriate regulatory notification provided.